Event description:
It was reported that during central processing, the maryland bipolar forceps instruments tan plastic at the distal end melted. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting tan plastic at the distal end melted an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar instrument was analyzed and found to have localized melting near the grip base. The instrument passed the recognition, engagement, energy delivery, and electrical continuity tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Additional observation not reported by site: the instrument was found to have dried residue on the clamping pulleys. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The complaint regarding melted plastic at the distal end was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.